Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced both leads. The current location of the explanted leads remains unknown. No additional information was available. Additional information received indicated that the physician experienced difficulties positioning the lead in the target area however was unsuccessful. An additional attempt was made using another lead of the same model however was again unsuccessful. The physician opted to abort the procedure. Additional information revealed that scar tissue complicated the positioning of the lead, and it was noted that the patient was placed under sedation. The revision was initially undertaken to address a new area of pain that had not been covered by the original lead placement.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: 7167124. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced both leads. The current location of the explanted leads remains unknown. No additional information was available. Additional information received indicated that the physician experienced difficulties positioning the lead in the target area however was unsuccessful. An additional attempt was made using another lead of the same model however was again unsuccessful. The physician opted to abort the procedure.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7167124. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial:(B)(6). Batch: 7167124 UDI: (B)(4).